Manufacturer narrative:
Conclusion summary: no further analysis was completed due to the indication that this was not a design/manufacturing related defect, but is a maintenance and care issue caused by use/handling of the endoscope. This event is filed under internal complaint ID (B)(4).

Event description:
It has been reported, when the scope is plugged into the telepack, no image appears - when plugged into video tower. Trying the other scope and a camera head and it worked. No patient involvement reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).